Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "on (B)(6) 2025 stryker polska received legal letter from representative of patient claiming money compensation for breaking of stryker variax 2 plate. On (B)(6) 2025 patient underwent open left arm bone repositioning and stabilization surgery, involving two styker variax 2 plates and closed reposition a druj with kirschner wire stabilization. On (B)(6) 2025 patient was once again admitted to hospital, due to lack of bone fusion and breakage of stabilization material, which resulted in need of additional surgery. On (B)(6) patient underwent restabilization surgery of left radius bone through removing the plate and replacing it with lcp stryker plate and allogenoic bone grafting."